Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pacemaker changeout procedure this right ventricular (rv) lead tip was stuck in the header of the pacemaker. The insulation separated between the tip and the ring electrode; therefore, the lead was surgically capped and a new lead was placed. No adverse patient effects were reported.